Event description:
It was reported that a spectrum pump had over infused during delivery in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3, d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused on a patient" was not reproduced. Performed flow accuracy verification and passed. (Rate: 125ml/hr - volume to be infused: 125ml/hr ¿ results: 123.64 ¿ error percentage: -1.088%). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.